Manufacturer narrative:
The customer stated modular chemistry (mc) and cartridge chemistry (cc) wash collars are dripping and primary vacuum low flag was observed. Service visited on (B)(4) 2011, and replaced vacuum pump. The field service engineer (fse) verified that the vacuum levels met the specifications and stayed in the range during priming.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from synchron lx 20 pro clinical system. There was no effect to patient or user.